Event description:
Dr: pt arrived from cath lab recovery at 1550 with IV's of reopro at 21cc/hr on infusion pump. 100cc's of reopro visualized in bag by rn. Upon arrival to floor at 1638 pump alarming "air in line". Visual inspection reveals bag is empty. Tubing and connectgion inspected and no leaks or deficits seen. Pump taken out of service.